Manufacturer narrative:
Device was not returned since it was retained by the explanting hospital. Therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Follow up report 1 (correction): this report is being submitted to update section h6 device codes at this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Later, it was found that this lead had a fracture. As a result, it was explanted. Other than the procedure, no additional adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Later, it was found that this lead had a fracture. As s result, it was explanted. Other than the procedure, no additional adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Later, it was found that this lead had a fracture. As a result, it was explanted. Other then the procedure, no additional adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.